Event description:
It was reported that the customer's insulin pump alarmed motor error. It was stated that the device was not exposed to an MRI, and the customer was not able to rewind the insulin pump. Advised that the device will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during the basic occlusion test as a result of a loose drive support disk. However, the device passed the displacement and rewind test.